Manufacturer narrative:
Device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was degraded. The head holder adaptor was replaced. The internal complaint reference is the following: (B)(4).

Event description:
During preventive maintenance, it was identified that the head holder adaptor was non-functional. There was no patient involvement reported.